Event description:
On 7th february, 2024 getinge became aware of an issue with one of surgical lights - blue 30 rolite. As it was stated, the equipment suffered a fire that started in hospital. The device could be damaged due to high temperature causing carbonization in its structure, makes its clinical use impossible. The customer was requested to segregate this equipment in quarantine. Designated complaint unit employee confirmed based on photographic evidence the paint was chipping on spring arm and fork, also the labels were damaged with missing particles and the cap from fork was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Event site name: (B)(6) additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of d4 version of model, d4 catalog #, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous d4version of model and d4 catalog # ard569015131c corrected d4 version of model and d4 catalog # hm56077460 previous h3a device evaluated by manufacturer: no corrected h3a device evaluated by manufacturer: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: n/a previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a initial reporter was hospital's clinical engineer. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Getinge became aware of an issue with one of surgical lights - blue 30. As it was stated, the equipment suffered a fire that started in hospital. The device could be damaged due to high temperature causing carbonization in its structure, makes its clinical use impossible. The customer was requested to segregate this equipment in quarantine. Designated complaint unit employee confirmed based on photographic evidence the paint was chipping on spring arm and fork, also the labels were damaged with missing particles and the cap from fork was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. A root cause analysis was conducted by the subject matter expert. As stated, according to the information provided the damages to the device are the result of an external fire in the facility site, it is a phenomenon external to the device. This problem is not related to the device, the surgical light was not involved in the event which caused the fire. For safety reasons a functional check of the device is required to verify the absence of damage. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.